Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that a shaft break occurred. A synergy¿ drug-eluting stent was advanced to treat the severely tortuous and severely calcified lesion; however it was noted that the shaft broke approximately 20cm from the hub. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis with a toughy connector attached. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. A visual and tactile examination found the hypotube was separated 190mm distal to the strain relief. The separated ends were ovaled which is consistent with a kink prior to the break occurring. A visual and tactile examination found no issues with the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. A synergy drug-eluting stent was advanced to treat the severely tortuous and severely calcified lesion; however it was noted that the shaft broke approximately 20cm from the hub. No patient complications were reported and the patient's status is stable.